Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No moisture traces noted at electronic or motor assemblies during visual inspection. The device had cracked case at lcd window corners, cracked reservoir tube, a missing end cap sticker, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.